Event description:
The ins was returned for analysis after 12.4 months of service life. The device had reset several times back to factory presets after reprogramming attempts by the physician. The patient underwent removal of the device because the product was unable to retain program settings. The patient dob, gender and medical history are unk. The device was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
H6: final device analysis results for model 7425 (spinal cord stimulator) reveal battery bond wires are broken.